Event description:
The customer reported via phone call that he had been experiencing issues with sensors getting stuck inside the serter. The customer also stated that on two occasions, the sensor and the needle got separated, and the needle pulled away. Blood glucose level was 150 mg/dl at the time of the incident. The customer also reported that the sensor and transmitter were not consistently communicating. During troubleshooting, the customer confirmed that the sensor cannula was crumpled. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test. The sensor passed per specifications. Performed the sensor initialization test and the sensor functioned properly. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.